Event description:
New intubrite blade has limited view due to smaller, curved blade and misplaced light. Very difficult to see vocal cords. This blade also got stuck on patient's lip during withdrawal and resulted in a cut on his lip.

Manufacturer narrative:
Information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Manufacturer narrative:
Information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury the complaint of "difficulty with performing intubation" regarding an unknown laryngoscope was not confirmed. The root cause could possibly be a result of a product design change. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. There have been 19 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. Complaints will continue to be monitored for possible trends.

Event description:
New intubrite blade has limited view due to smaller, curved blade and misplaced light. Very difficult to see vocal cords. This blade also got stuck on patient's lip during withdrawal and resulted in a cut on his lip.